Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7040542. UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained.